Event description:
On (B)(4) 2013, it was reported that the vns patient underwent generator replacement that day. The explanted generator was received for product analysis on (B)(4) 2013. It was stated that the patient had some issues with vns, that the vns wasn¿t quite working very well prior to surgery. Product analysis is underway on the generator and has not yet been completed.

Event description:
On (B)(4) 2013 it was reported that the vns patient was continuing to have issues with shortness of breath, choking, twitching, and painful stimulation. It was reported that it was "surges felt periodically from chest area up to neck causing severe coughing episodes and pain". It was also reported that the patient's seizures are doing worse and the patient is doing poorly. The reporter stated that these issues are not constant but randomly occur sometimes with stimulation. It was stated that they have discussed this with the physician but he cannot find anything wrong with the device but that they know something is not right with the device and described "it's like there's a short in the lead". The reporter indicated that they hope the patient will get referred for replacement. It was stated that the physician has tried to make adjustments to the settings, but the patient's events have not improved or resolved. The physician later reported no causal or contributory programming or medication changes precede the onset of the adverse events. The physician stated that the patient may have a broken lead or abnormal settings. The increase in seizures were back to pre-vns baseline levels. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures. Clinic notes were received dated (B)(6)2012 which indicate that the patient has been experiencing an increase in seizure activity and increased number of flurries during the day. It was stated that the patient is not swiping the vns magnet 3x/day. Previously it had been reported on (B)(6) 2012 that the vns patient is experiencing shortness of breath, occasional spasms in the neck with pain, and the patient believes stimulation is going off when it shouldn't. The patient stated that the events all began with the last battery replacement in 2010. System diagnostics performed on (B)(6) 2012 show the device to be functioning properly with output=ok/lead impedance=ok/dcdc=2/eri=no. The patient further clarified that "when it sporadically goes off, I fell like it's a magnet swipe". The physician believes the events are due to vns stimulation. The physician lowered the patient's pulse width and the patient was scheduled for follow-up the following day to see if any of the symptoms resolved. Further follow-up after the patient's appointment revealed that the physician is just going to give it time to see if the events resolve. The patient stated that the events are sporadic. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on the explanted generator. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications; there were no anomalies found with the pulse generator.